Manufacturer narrative:
D4: the UDI number is not known as the part and lot number were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade unknown. An unknown mitraclip was implanted, reducing mr to grade unknown. On (B)(6) 2025, the patient returned with recurrent mr grade 4. The implanted clip was observed to have lost some insertion from the posterior leaflet however it had not detached. A xt mitraclip was then implanted successfully medial to the index clip, reducing mr to grade 1.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A mitraclip xt was implanted, reducing mr to grade 2. During a routine follow-up on (B)(6) 2025, the patient returned with recurrent mr grade 4. Patient was asymptomatic.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported migration of partial clip movement appears to be related to patient morphology/pathology. The recurrent mr appears to be related to the partial clip movement. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.